Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was in the fully clip deployed state and the clip was not returned. The device was not in the access port activated and retracted state as reported. All external observations of the device handle, fully slit sheath and fully clip deployed delivery tubeset were normal for a clip deployed device. The vessel locator was retracted into the distal end of the delivery tube and presented damaged vessel locator wings (vlw). Examination of the handles internal components indicated all parts were undamaged and in their proper post clip deployed positions. Inspection of the vessel locator determined all four of the vlw were broken. All broken vlw material was returned and all wing attachment points were secure. No other observations were noted. A possible, though unconfirmed cause for the damaged wing condition may be related to the operational context in the use of the device, either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. The reported vessel calcification likely played a significant role in the complaint and damaged condition of the device. Based on the investigation there was no manufacturing or quality issue with the device and the root cause for the complaint is related to the operation context in which the device was used. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Additional information received states that the vessel was a calcified femoral artery.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after deployment, the device could not be removed from the anatomy. As per the instructions for use, the safety release button was used unsuccessfully. The device was pulled out of the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4).